Event description:
Essure symptoms: headaches that last for 5-10 days - I've had a headache every day for over a year, days without one are rare. Chest pains that happen every other day. Crunching in throat when swallowing. Diarrhea the whole day before I start my period, like clockwork for the last year. Horrible menstrual pain. Blood clots the size of golf balls and as long as a sharpie. Period ends - off for two or three days, 4th day period starts again, by mid-day to night time blood is dark brown, old. Debilitating back pain. Sharp pains in area of coils, both sides. Popping sensation when bending over. Feels like ripping muscles when on my stomach asleep and attempting to roll over and also when sitting and laying back, then try and sit up quickly. Feels like when I was 9 months pregnant and my stomach muscles were stretched out and I would try to sit up and it was like a charlie horse in my whole abdomen. These happen every single day and every single night. Boils on my inside groin area that come and go. Been happening for about two years now. Small bumps, not like a pimple but like a callus that itch like crazy. Only on my hands for about three years until now ((B)(6) 2013) they have started on my feet. Left foot to be exact. On bottom and in between toes. Pimple like bumps on my chest and arms that don't seem to be pimples. Just bumps that last for weeks and then scar. Hair has fallen out in handfuls. It has broken two vacuum cleaners and I daily pull hair balls out of all the laundry. I clean my hairbrush out once a week because it is completely full. My hair was so thick at one time I could only put a scrunchee around one time. Now I can wrap one around three times and it's still loose. I get a feeling of a baby kicking. This has been going on for 2 1/2 years. I feel a pain that seems connected from the inside of my belly button to my vagina. It makes me feel like I have to slump over because if I sit straight up it pulls and hurts uncontrollably like it's connected. This happens about 4-6 times a month. My heartbeat becomes irregular, very rapid, it takes my breath away and my face feels numb (fat like when you lose circulation to a finger) I can feel the tips of my lips and my nose. To stop this I take a deep breath in, but it's with great pressure, a resistance. Its hard to take a deep breath but it always stops it. Except once. It happened at bedtime one night while I was saying my prayers. I took a deep breath and for the first time it didn't stop it and it hurt (the breath itself). This happens 4 or 5 times a week now. A deep throbbing pain deep inside my ears. This only started since (B)(6) 2013. It happens all the time. Not enough of to really hurt bad but a throbbing pain like a heartbeat. Not constant but will occur maybe for about an hour or two and then nothing until the several hours later or sometimes the next day. Extreme weight gain. Used to be about (B)(6) now I weigh close to (B)(6). Very swollen abdomen. Looks like I'm pregnant. Exercise doesn't help. I've been like this for 2 years. Today, (B)(6) 2013, I wake up and have a large light brown rash on my left chest extending down to my breast. I thought maybe it was because I had just woken up and would go away. It is now nearly ten at night and still the same. Doesn't itch, burn or anything. I washed it. Didn't come off. Not stretchmarks. Dr knew I was highly allergic to nickel, stainless and surgical steel, and everything else except 24 kt gold. I can't really wear any jewelry because of this. I asked what this would do inside my body, was told I would be fine. Dizziness, nauseated, get too hot all the time, constant constipation, stomach hurts so bad I want to cry, stomach hurts on the right side directly around the belly button when my bladder is emptying (B)(6) 2013, rash like bumps on thighs/ bottom (B)(6) 2013, cysts on legs and wrists (B)(6) 2014.